Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis nurse reported that the patient had gone to the hospital on (B)(6) 2018 with hypoxia and respiratory failure. During line placement the patient coded and died (reported in a separate file). Prior to this the patient was being treated for peritonitis (for the two weeks prior) patient had chronic sepsis and several other issues.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
A supplemental report will be filed upon completion of the manufacturer's investigation. Clinical evaluation: there is a temporal relationship between the liberty cycler/fmc cassette and the patient's peritonitis event. Based on the available information, the source of the patient¿s peritonitis infection cannot be determined. Should additional information become available, this clinical investigation will be updated accordingly.

Event description:
A peritoneal dialysis nurse reported that the patient had gone to the hospital on (B)(6) 2018 with hypoxia and respiratory failure. During line placement the patient coded and died (reported in a separate file). Prior to this the patient was being treated for peritonitis (for the two weeks prior) patient had chronic sepsis and several other issues.